Event description:
Prior to treatment with the rhinaer stylus, both topical and injectable local anesthesia were administered. Patient was then treated with the rhinaer stylus. Physician treated 6-9 locations on each side in the posterior nasal nerve regionco, then treated a couple on each inferior turbinate. The posterior edge of the inferior turbinate was the most posterior treatment site. No other procedures were performed. Eighteen days post-procedure the patient experienced a nosebleed and called the treating physician's office. The physician at the office instructed the patient to hold pressure on their nose to help stop the bleed. The bleeding did not stop. The patient went to the ER, was packed and discharged. The patient was uncomfortable being discharged and went to a different ER and was admitted. The duration of the hospitalization at the second hospital is unknown at this time. The exact location of the bleeding is unknown. The treating ent was not present when the patient presented to the ER.

Manufacturer narrative:
None